Event description:
It was reported that the collimator closed down to small aperature during the use of the 9800 system. The system had to be rebooted and the procedure was completed. No pt injury was reported.